Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event at home where the paramedics were called. The patient stated the office manager at her apartment complex called the paramedics and when they arrived, they administered the patient with glucose via intravenous (IV) therapy. The patient declined to be taken to the hospital. There was no allegation against the dexcom system as the patient stated she was unsure if she had been wearing the dexcom system at the time. No additional patient or event information is available.